Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 04806 ; 0001825034 - 2018 - 04807 ; 0001825034 - 2018 - 04808 ; 0001825034 - 2018 - 04809; 0001825034-2018-04810; 0001825034 - 2018 - 09741 . Medical devices: 51-107110 taperloc stem lot 2921960; 11-363660 femoral head lot 923630; 13-104154 rlc shell lot 743650; ep-105994 liner lot unknown; item# 103531 ti low profile screw 6.5x20mm lot# 283810; item# 103533 ti low profile screw 6.5x30mm lot# 998640. Reported infection and femoral stem loosening event were confirmed due to medical records received from the customer. DHR was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address severe pain, gross infection, and lack of femoral stem in-growth. No further information is available.